Manufacturer narrative:
The customer returned both of their generators for evaluation. Both generators met all design specifications/passed all product testing. The investigation found no issue related to either generator. (B)(4).

Event description:
It was reported to the manufacturer that a patient who underwent radiofrequency ablation (rfa) to treat barrett's esophagus, presented to the hospital one day post procedure with symptoms of fever and chills. A complete workup was done including a complete blood count which revealed neutrophilia. A workup for infectious etiology of symptoms was negative including negative blood culture and negative urine culture. The patient was admitted overnight for observation and discharged the following day with no further symptoms.